Event description:
Patient claimed that three fole catheter balloons broke which required the patient to be catheterized three times which caused pain and bleeding. Patient went to ER for evaluation in 2005.